Event description:
The customer tested his blood glucose using his 2 contour meters. One meter 360, 532 and 426 mg/dl, while the other read 136, 241 and 40 mg/dl. The difference between some of the readings fall in the "c" and "e" zones of the consensus error grid. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.